Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. On the same day, the patient started treatment with injection (inj). Cefazolin (250mg, 4bags per day, and ip), and inj. Ceftazidime (250mg, 4bags per day, and ip) continuing for 14 days for peritonitis. The patient was still hospitalized. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.